Event description:
It was reported that (2) devices were used during a laparoscopic spleen. It was reported by the affiliate that the al326 instruments kept firing on their own. The pt has extra clips floating in the abdomen. Another device was used to complete the case.